Event description:
It was reported that after replacement pacing occurred at the upper rate sensor rate with the patient at rest. All measurements were normal. Endocardial leads are used, system placed on left side, device was programed to ddd. Later the device was programmed to dddr resolving the issue. Us FDA MDR: it was reported that during the follow up it was observed that pacing occurred at the upper rate sensor rate with the patient at rest. It was noted that all measurements were normal and device was programmed to ddd. The device was reprogramed to ddr mode and no issue was observed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).